Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels that ranged between 500-600 mg/dl; cause was due to using off-label insulin admalog. Customer received a saline drip and zofran to address bg level. Customer was released from the hospital with no permanent damage.